Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Event description:
As reported: the physician experienced severe resistance when attempting to insert the bypass tube into the button valve. Another device was opened and all components including the sheath were exchanged over the wire. Normal deployment was done with the second device with no harm to the patient. Immediate hemostasis was achieved.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot number indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was planned for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance while attempting to advance the bypass tube into the sheath hub. The entire manta sheath and closure unit were removed off the guidewire and a new 18f manta was opened and placed, deploying successfully without complication, and achieving hemostasis immediately. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.